Event description:
The hcp reported the pt was experiencing unexplained bouts of hypotonia/hypertonia. The pump was programmed to deliver liorseal 2000 mcg/ml at 450 mcg/day with a daily dose increase from 425 mcg to 450 mcg at the last refill in january. No reservoir volume discrepancies were noted. The pt had pneumonia one months later and recovered approx one week later. The pt was seen in clinic the following month with increased spasticity noted. The hcp reported on x-ray the catheter had some sharp bends, but did not conclude they were kinks. Further follow up with the hcp indicated radiography demonstrated a disconnected catheter at the pump site. The pump was replaced at that time. The pt recovered without sequela.

Manufacturer narrative:
.